Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the crt-p system was explanted due to a pocket erosion and an infection. The patient was administered antibiotics, cultures were taken, a temporary pacer was placed, and new system was implanted five days later. No further patient complications have been reported as a result of this event.